Event description:
The dealer stated that the chair was damaged upon receipt on the one arm drive and the rim is bent.

Manufacturer narrative:
Product was returned for evaluation. Returns expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the bent hand rim. Underlying cause could not be determined.

Event description:
Product was returned for evaluation. Returns expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the bent hand rim. Underlying cause could not be determined. The dealer stated that the chair was damaged upon receipt on the one arm drive and the rim is bent.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.